Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pushwire and the pipeline were returned for evaluation with the pipeline already released from the capture coil; therefore, the event cause could not be determined. (B)(4).

Event description:
Treatment of a left unruptured cav (cavernous) aneurysm measuring 19mm x 7mm. It was reported that the patient underwent pipeline embolization treatment involving two pipelines. The first pipeline could not be released from the capture coil and it was removed from the patient. The second pipeline released from the capture coil; however, the proximal end would not open. After several failed attempts to open the proximal end, the pipeline was removed from the patient with a snare. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00312.